Manufacturer narrative:
One 9 x 30 mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The distal threads are deformed and some are missing small pieces. The outer diameter and wall thickness of the returned screw was measured and found to meet print specifications. Contrary to what has been reported the condition the device was received in indicates that the damage occurred during use and is likely due to contact with hard bone. With the limited clinical details regarding bone quality, graft type and size a root cause cannot be determined. Further investigation is not warranted at this time.

Event description:
It was reported that the screw thread failed. No patient injury or complications were reported.